Manufacturer narrative:
The device was not returned by the customer and, therefore, a physical investigation could not be performed to determine the exact root cause. Since the customer did not provide the serial number of the device used, a review of the device history record could not be performed. Based on the information provided, the patient complained of feeling 'hot' and her blood pressure started to decrease right after she had been turned several times prior to this to use the bedpan, but nothing outside of standard care. CT scan showed that the catheter treating the left side had migrated to the right ventricle and perforated the ventricular myocardium even though reported that the sheath was secured with stat lock and that the catheters were taped to the skin and covered with tegaderm. There was also evidence of cardiac tamponade. There was no documentation of any myocardial thinning. After the patient received protamine and was pericardial drained (between 200-300cc of blood), pressures normalized and patient stabilized. The patient was discharged to home on (B)(6) 2020. There were no device malfunctions reported.

Event description:
The hospital reported that a (B)(6) year old female patient was admitted on (B)(6) 2020 with a bilateral pulmonary embolism (pe). Ekos therapy was initiated with 2 6fr. 12 cm catheters inserted via the groin. The sheath was secured with stat lock, and the catheters were taped to the skin and covered with tegaderm. The patient did not have a history of mi at the time or recently, and imaging in the catherization lab showed good left ventricular (lv) function with decreased right ventricular (rv) function. There was no documentation of any myocardial thinning. The procedure was completed at approximately 10:30am. At approximately 5pm, the patient claimed she was feeling hot and she started feeling pain under her left breast that increased in intensity. The patient had been turned several times prior to this to use the bedpan, but nothing outside of standard care. Soon after her complaints of feeling warm, her blood pressure started to decrease. Her bp continued to decrease to the point where levophed was initiated and the patient was taken to CT scan where it was noted that the catheter treating the l side had migrated to the right ventricle and perforated the ventricular wall. There was evidence of cardiac tamponade. The patient received protamine. A pericardial drain was placed and drained between 200-300cc of blood. The drain was left in place and the catheter was removed. The catheter was discarded. The patient's blood pressure immediately stabilized and levophed was discontinued. The patient was not transfused. The patient's troponin level was slightly increased the following day which was thought to be a result of the perforation. The drain was discontinued on (B)(6) 2020 and the patient was discharged home on (B)(6) 2020.